Event description:
Event description guidant received information that this ventricular lead was sensing and capturing in the atrium and dislodgement was suspected. No adverse patient effects were observed.